Event description:
It was reported that the irc5po2 concentrator has a defective pc board. Unit is alarming and turns on and off repeatedly.per repair statement unit is alarming and turns on and off repeatedly.